Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed high out of range pacing impedance measurements. Additional information received from the field representative indicated that the cause of the out of range impedance measurements was not determined. A right ventricular (rv) lead fracture was likely noted. Software issues were reported. This device remains in service and the rv lead was surgically abandoned. No additional adverse patient effects were reported.